Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The caller stated the frame is broke at the weld on the left side seat frame where the canes meet the frame.